Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to an atrial tachycardia and myopotential oversensing. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the physician plans to prevent atrial tachycardia as much as possible with medication and does not plan to reprogram the s-ICD. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to an atrial tachycardia and myopotential oversensing. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the physician plans to prevent atrial tachycardia as much as possible with medication and does not plan to reprogram the s-ICD. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to an atrial tachycardia and myopotential oversensing. The s-ICD system remains in service. No adverse patient effects were reported.